Event description:
It was reported that during a catheter exchange over a guide wire, the tip of the catheter severed under the skin. An "angio" procedure was performed to remove the catheter tip. There were no additional complications.